Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the office visit, the right ventricular lead exhibited high voltage lead impedance, high pacing impedance, and unacceptable capture thresholds. The lead was revised due to dislodgement. The patient's condition post procedure was fine. No further information was reported.